Event description:
Healthcare professional (hcp) reports 36 incidents of blood leaks with the psn 170 dialyzer. Incidents occurred between 12/00 to 01/01. Hcp stated incidents occurred at various times during pts' treatments and blood was noted to be dripping from arterial header and bloodline connections. Hcp stated some of the incidents also had machine alarms at time of incidents. Staff tightened these connections and treatments continued without further incidents. Minimal blood loss noted per incident. No pt injuries or medical intervention reported per hcp.